Event description:
It was reported that insufficient ice occurred. A visual ice cryoablation system was selected for a cryoablation procedure to treat a kidney tumor. After testing, the needles were connected to channels 1 and 3. When stick mode was performed, there was a sound of gas leaking from inside the console. The console was restarted, but the leaking sound continued. After changing the needles to channels 5 and 7, the gas leak became smaller. However, the iceball formation was smaller than usual. A third needle was added, and the cryotherapy was continued. It is suspected that the auto vent solenoid valves in the console were not completely closed. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter first name and initial reporter last name corrected e1: initial reporter email removed g2: report source (other) added.

Event description:
It was reported that insufficient ice occurred. A visual ice cryoablation system was selected for a cryoablation procedure to treat a kidney tumor. After testing, the needles were connected to channels 1 and 3. When stick mode was performed, there was a sound of gas leaking from inside the console. The console was restarted, but the leaking sound continued. After changing the needles to channels 5 and 7, the gas leak became smaller. However, the iceball formation was smaller than usual. A third needle was added, and the cryotherapy was continued. It is suspected that the auto vent solenoid valves in the console were not completely closed. There were no patient complications as a result of this event.